Event description:
It was reported that during an adenoidectomy, the electrode sheet melt off and could not be used. The wand tip fell of inside the patient and pieces were removed. The procedure was completed with a backup device with no significant delay or patient injury reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The lower electrode is broken/detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was connected to a known good coblator ii controller and activated in saline solution. The ablate and coagulation function was activated and the device produces plasma on the remaining electrodes. The complaint was verified and the root cause cannot be determined with certainty. A possible factor for the damage could defined (1) by hitting other equipment while using the wand (2) may result from vigorous use against bony surfaces (3) fluid management. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.